Event description:
User facility reports that an adult pt received a third-degree burn on the whole ear while undergoing a 2 hour reconstructive surgery of the ear. During the surgery, the light intensity was set at 100%. Per dr. , no surgical drape was used during the procedure.

Manufacturer narrative:
The system and the microscope light source were inspected by a service technician and found to be operating within normal tolerances. The product labeling provides info regarding phototoxic tissue injury recommending among other things, use of the lowest light setting possible, reducing the exposure time to minimum and taking precautions to cool the surgical field. The MFR recommends using the aperture setting to limit unnecessary exposure of tissue surrounding the incision site.